Manufacturer narrative:
Vyaire file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator experienced a ext high ppeak after it passes est resulted to the device not functioning. There was no patient involvement.